Event description:
The reporter indicated that a 13.2mm vtich13.2 implantable collamer lens of 4.00/2.0/089 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault. This exchanged resolved the problem. Cause of event was unknown.

Manufacturer narrative:
Patient identifier:(B)(6). Expiration date: 02/29/2024 claim# (B)(4).